Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult or delayed positioning (leaflet grasping), associated with the difficulties noted during grasping, was due to challenging anatomy with tethered posterior leaflet. Without the device to analyze, a cause of the reported difficult or delayed activation (clip deployment), associated with the difficulty deploying the clip, could not be determined. A cause of the reported tissue injury (posterior leaflet perforation) could not be determined. The reported unchanged mr was related to the leaflet perforation. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr) grade severe. An xtw mitraclip (lot# 30822a1045) was advanced to the valve. Grasping was difficult due to prolapsed and tethered posterior leaflet. On the third attempt, the clip was able to secure both leaflets but physician's had to ¿optimize¿ the posterior leaflet to secure it properly. After assessing the leaflet insertion, the clip was closed to 15-20 degrees. The mr grade decreased to a mild grade, and the pulmonary vein flow normalized. During deployment, the clip did not immediately detach after raising the gripper lever. Acutator knob was rotated a few more times and the clip successfully released. After deployment, it was noted that mr returned to severe. Further investigation revealed the clip has perforated the posterior leaflet. Two nt mitraclips were then placed without issue on either side of the xtw clip, but the mr remained severe. It was decided to abandon the mitral valve and retract the sgc into the right atrium with the goal of placing a mitraclip device in the tricuspid position. Mitraclip xtw (lot # 31016a1028) was successfully placed on the tricuspid valve. Attempted to place a second xtw clip in the tricuspid valve but were unsuccessful in grasping the valve in the desired position. The clip became caught in the chordae but was removed via standard troubleshooting. Moreover, it was noted that there was a new ruptured chord in the tricuspid valve, likely caused by chordal interaction. The physicians stated that the tricuspid regurgitation was torrential before the implant and remained torrential after the procedure.